Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned skull clamp shows that the base has worn off inner threads in the center of the starburst teeth and must be machined and tabbed in order to insert. The skull clamp has rotational movement in its swivel lock assembly and a residue buildup is present. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts, such as the floating ratchet for adjusting the locking mechanism, the worn spring, o-ring, bearing balls and washer. The small parts of the rocker arm (washers, nut and garder screw) must be replaced due to wear. The balls cannot be removed from the index knob as it is damaged and must be replaced. The swivel base has a damaged thread and must be replaced, and the unit has a lot of limescale and dirt and needs to be cleaned. To resolve these issues, the swivel base was replaced along with the internal parts, the skull clamp was cleaned, assembled and the swivel lock assembly has been adjusted. The plunger assemblies required parts were replaced, checked for visible flaws, and installed into the skull clamp casting, the base casting of the skull clamp was machined and heli-coil threads were inserted., and the device has been cleaned. After completing the reassembly, the skull clamp was subjected to a successful function test to meet manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and rough handling of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement of slippage. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during surgery and left a scratch on the patient's face. Information on any increased surgery time is unknown.